Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent cesarean section procedure on (B)(6) 2019 and suture was used. The suture broke during use. Changed another one to complete surgery. There is no adverse patient consequence reported. No additional information could be provided.